Manufacturer narrative:
(B) (4). Physio-control recommended performing a defibrillation calibration. The biomedical technician called back, indicating that the defibrillation calibration had not been successful. Physio-control then recommended checking the cabling and then replacing the device's biphasic pcb. A follow-up call was made to the customer. The biomedical technician indicated that they had checked and reseated all cabling in the device and then observed proper operation. The root cause of the reported failure was determined to be an improperly seated cable; however, the exact cable was not known by the biomedical technician.

Event description:
It was reported that the device is displaying a service light and will not pass the user test. It was also indicated that there are two error codes logged in memory. There were no reports of patient use associated with the reported failure.